Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that shortly after the start of a platelet transfusion, the platelet line leaked at the entrance to the long filter chamber. The set was primed with normal saline on one spike, IV patency confirmed, and the infusion was started. The nurse then spiked the platelet bag and started to prime the tubing segment leading to the filter chamber. The leak was observed at the top of the chamber. No patient harm was reported.

Event description:
It was reported that shortly after the start of a platelet transfusion, the platelet line leaked at the entrance to the long filtered drip chamber. The set was primed with normal saline on one spike, IV patency confirmed, and the infusion was started. The nurse then spiked the platelet bag and started to prime the tubing segment leading to the filter chamber. The leak was observed at the engagement of the tubing and the top of the drip chamber. No patient harm was reported.

Manufacturer narrative:
The customer's report of a leak at the top of the blood filter drip chamber was confirmed. Functional and pressure testing was performed; fluid leaked out from one of the two tubing engagements to its corresponding inlet port on the top of the blood filter drip chamber component. The pvc tubing to the observed engagement leak was slightly tugged in which the tubing was able to separate from the drip chamber component. Visual inspection of the separated tubing end observed insufficient to no areas of expected solvent. Dimensional analysis of the separated tubing measured within specification. The root cause of the customer¿s experience was due to an assembly issue of insufficient solvent being applied at the engagement of the tubing during assembly of the set.